Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise. The patient condition was stable. No additional information was reported.

Manufacturer narrative:
Further information was requested but not received.